Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing a sensation that was uncomfortable, more stinging than soothing. The physician determined that the leads were originally placed too shallow. The patient underwent a revision procedure wherein the leads were placed deeper. No device malfunction was suspected. The patient was doing well postoperatively.